Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that customer was hospitalized and took her by ambulance due to high blood glucose with blood glucose of 600 mg/dl. The customer's other blood glucose was 500 mg/dl,413 mg/dl,314 mg/dl. The customer did experienced the symptoms such as difficulty breathing. The customer was treated with shots. Troubleshooting was done for high blood glucose and under delivery. It was unknown whether the customer was using auto mode at the time of reported event. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.